Manufacturer narrative:
Device passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test. Device was received with stained keypad overlay, missing display window cover, end cap address label peeling, scratched case and pillowing keypad overlay. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump was having issues. The customer stated they were delivering boluses with the pump but were experiencing high blood glucose levels after the fact. No harm requiring medical intervention was reported. Troubleshooting was not completed as the customer declined and the issue was not resolved. The insulin pump will be returned for analysis.